Event description:
It was reported "there is an error in the venous probe 'initializing process.'" Device displays "venous probe not detected. Insert the probe into its holder correctly." However, the probe is inserted. The venous probe of the device has to be recalibrated by a service technician to solve the problem. This is the only information known at this time. Reference: msupport case number (B)(4).

Manufacturer narrative:
(B)(4). This medwatch was issued due to a malfunction of a life-sustaining-device. Return of the device for evaluation has been requested. The investigation is ongoing and a supplemental medwatch will be submitted if new information becomes available.